Event description:
The unit intermittently restarts, and when doing so the unit reverts to factory default control parameter settings.

Manufacturer narrative:
The incubator's control module was returned to air-shields and the failure mode was duplicated. The control module was then subsequently returned to our supplier for further failure investigation and analysis. The supplier determined that the power supply printed circuit board had some overheat damage, that may have adversely affected reliability. The affected controller had been previously returned to the supplier, due to failure to turn on in air-sheilds production. Some heat damaged traces were noted by the supplier at that time and repairs were completed. The control module was returned to air-shields and subsequently failed during hosp use. It is believed that the initial damage would likely have occurred by inadvertent connection of the 120 volt ac control module to 220 volt ac and was the cause of the reported malfunction. Following the investigation it has been agreed with our supplier that any heat damaged or burned components (including printed circuit boards) will be replaced.